Event description:
During a laparoscopic cholecystectomy procedure the applied clip kept falling off of the application site. Surgeon tried multiple times to apply clip but the clip kept attaching loose to the tissue application site. Scrub nurse replaced the clip applier and surgeon successfully applied new clip and completed case. Ligaclip handpiece sent to biomedical for analysis by manufacturer.====================== manufacturer response for endoscopic rotating multiclip applier, ligaclip (per site reporter).====================== manufacturer issued a product incident number and device returned for evaluation and summary report.